Event description:
It was reported that the ilet device¿s screen was cracked and unresponsive to touch while the display remained visible. Symptoms included no adverse clinical effects, with reported blood glucose at 81 mg/dl. Outcomes included no user injury, no medical intervention, and no interruption to therapy as blood glucose was not impacted. Investigation included internal case intake and confirmation of device serial information. Investigation of this device revealed a damaged display assembly consistent with screen breakage and a loss of touch functionality while the visual display persisted. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external impact or mishandling.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.